Manufacturer narrative:
A review of post market surveillance data relating to this reported issue was conducted and no trends were observed. The device history record could not be reviewed because lot number is not known. Actual broken device not saved. No more event details provided by the hospital. The root cause of the reported breakage cannot be determined. Patient age, weigh and gender not provided so estimates were used in this report.

Event description:
It was reported that the anchor fast strap latch door broke off while being opened for readjustment. The door could not be located so a CT scan was preformed to look for it in the patient. It was not seen. A new anchor fast device was applied and there was no negative patient outcome.